Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an attempted implant procedure, prior to wound closure, this pacemaker exhibited high out-of-range (oor) pacing impedances measuring greater than 2000 ohms when connected to the right atrial (ra) port. The device was programmed in bipolar and was located in the pocket when impedances were measured. Troubleshooting was performed as they tested the atrial lead by placing it into the ventricular port and impedances were within normal range. The decision was made to remove the device and implant a new device. The new pacemaker was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that during an attempted implant procedure, prior to wound closure, this pacemaker exhibited high out-of-range (oor) pacing impedances measuring greater than 2000 ohms when connected to the right atrial (ra) port. The device was programmed in bipolar and was located in the pocket when impedances were measured. Troubleshooting was performed as they tested the atrial lead by placing it into the ventricular port and impedances were within normal range. The decision was made to remove the device and implant a new device. The new pacemaker was implanted successfully. No adverse patient effects were reported.